Event description:
On 8/16/96, the MFR's sales rep reported that the physician ordered product for surgery scheduled at 7 am on 8/15/96. However, when the MFR sales rep opened the box in o.r. The wrong product was discovered. The MFR sales rep had the correct product available. This incident occurred prior to surgery, the pt was not involved and there was no delay in surgery.